Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the balloon popped out during op. Additional information was received explaining that the balloon broke during the procedure and pieces fell into the cavity. All pieces were retrieved, and there was no additional bleeding, not tissue damage and neither the incision size nor the operative time were extended. No patient injury. Patient status is fine.